Event description:
It was reported that 2 bd vacutainer® blood collection tubes buffered sodium citrate had the stopper creep out. The following information was provided by the initial reporter: "it happened in the clinical laboratory, and the cap was not tight during transportation, resulting in blood leakage from the blood vessel. "

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of leakage was overserved however, the customer's indicated failure mode of shield damage was not observed as the photos did not reveal any damage to the hemoguard cap. Additionally, 100 retained samples were visually inspected, and no damaged caps were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode - leakage with the photos provided, unfortunately hemoguard cap damage was not observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® blood collection tubes buffered sodium citrate had the stopper creep out. The following information was provided by the initial reporter: "it happened in the clinical laboratory, and the cap was not tight during transportation, resulting in blood leakage from the blood vessel. "

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of leakage was overserved however, the customer's indicated failure mode of shield damage was not observed as the photos did not reveal any damage to the hemoguard cap. Additionally, 100 retained samples were visually inspected, and no damaged caps were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode - leakage with the photos provided, unfortunately hemoguard cap damage was not observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of leakage was overserved however, the customer's indicated failure mode of shield damage was not observed as the photos did not reveal any damage to the hemoguard cap. Additionally, 100 retained samples were visually inspected, and no damaged caps were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode - leakage with the photos provided, unfortunately hemoguard cap damage was not observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® blood collection tubes buffered sodium citrate had the stopper creep out. The following information was provided by the initial reporter: "it happened in the clinical laboratory, and the cap was not tight during transportation, resulting in blood leakage from the blood vessel. "